Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels on some mornings for the past two weeks (245 mg/dl). Correction boluses were delivered to address bg levels. The customer stated they believe their basal rate or ratios need to be adjusted. The customer stated they would contact their healthcare provider to discuss elevated bg levels and pump settings. Reportedly the customer will continue to use the pump until the replacement pump is received.